Manufacturer narrative:
Other relevant device(s) are: product ID: a710, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2020, the rep saw a doctor who got a system error message with possible loss of data twice during a query of an ins. This happened during the communication between the communicator and ins. The rep didn't have time to see the error number, but retrieved a report which was provided. When the rep interrogated the ins again, they didn't notice any data loss, only that the cycling mode that was initially set was switched off. Everything else was normal. Additional information was received from the rep. The sessions they were able to recover were provided. The rep found the dates of (B)(6) 2020 and (B)(6) 2020, and not (B)(6) 2020 of the session report. It was noted that the communicator was on the stimulator. Additional information was received from the rep. It was reported that the rep was to check the doctor's tablet for an issue with the date setting. No symptoms were reported.